Event description:
It was reported that a clip was not loaded into the jaws properly during an operation. The clip loaded in a closed position. No clip fell in the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent and no clip in the first position of the channel. The returned sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired. Another attempt was made and this time, the clip was able to properly load and was successfully applied to over-stressed surgical tubing. Another attempt was made but this time, the clip was unable to load as it was observed that the feeder was to the side of the clip. The sample was disassembled to inspect the internal components. No further defects or damages were found. The bent rotation tab, dry fire and clip misload are all indications that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. It could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The bent rotation tab, dry fire and clip misload are all indications that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate the clip stacking issue. The reported complaint of "clips not loaded properly-closed" was confirmed based upon the sample received. One device was returned with the rotation tab bent and no clip in the first position of the channel. The device was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. Upon functional inspection, no clip fired on the first attempt. On the following two attempts, only one of the clips was able to fire properly. The other clip was unable to load as it was observed that the feeder was to the side of the clip. The bent rotation tab, dry fire and clip misload are all indications that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot #73l1800541 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip was not loaded into the jaws properly during an operation. The clip loaded in a closed position. No clip fell in the patient.